Event description:
It was reported that the needle shaft froze and started to burn the patient skin. An icerod cx 90 degree needle/vl was selected for a cryotherapy treatment of a nodule in the buttock. The test went well; however, during the treatment, the needle froze along the shaft. The frost started to burn the patient skin. The needle was unable to be used to complete the procedure. The severity of the burn has not been confirmed, and no intervention or treatments have been mentioned despite multiple inquiries regarding patient status.

Manufacturer narrative:
D3: manufacturer address 1: (B)(4). Device evaluation by manufacturer: no visual abnormalities were noted upon initial inspection of the complaint device. Functional testing revealed that the needle formed frost on the shaft during the freeze phase. The needle was disassembled, and it was found that there were small, discolored spots upon the vacuum sleeve. These spots could indicate irregularities in the vacuum sleeve metal and potentially cause failure of the insulation properties.

Event description:
It was reported that the needle shaft froze and started to burn the patient skin. An icerod cx 90 degree needle/vl was selected for a cryotherapy treatment of a nodule in the buttock. The test went well; however, during the treatment, the needle froze along the shaft. The frost started to burn the patient skin. The needle was unable to be used to complete the procedure. The severity of the burn has not been confirmed, and no intervention or treatments have been mentioned despite multiple inquiries regarding patient status.